Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen delayed in responding to touch. During troubleshooting, it was confirmed that the pump touch screen was responsive. Customer's blood glucose was 127 mg/dl.